Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported tha during a total laparoscopic hysterectomy procedure, the tip fell off into the patient at the beginning of the case. Tip was retrieved and another like device was used to complete the case. There was a 20 minute delay to the procedure and there was no adverse event for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with skiving of the heat shrink (shaft cover) material not all present. In addition the jaw was firmly attached to the device and not detached as reported. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.